Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received excessive no delivery alarms, high blood glucose, and keypad anomaly. Customer reported that no delivery alarm was resolved with complete set change. Customer's blood glucose was 282 mg/dl which was treated with manual injection. Troubleshooting was performed for high blood glucose. Customer declined high pressure test. Customer reported that the down arrow button was not responding. Customer was advised that insulin pump would need to be replaced.